Event description:
It was reported that this right atrial (ra) lead had loss of capture (loc) due to dislodgement, which was confirmed through x-ray. Lead was successfully repositioned. No additional adverse patient effects were reported.